Manufacturer narrative:
Gtin is unavailable as the product was made prior to compliance date; (B)(4). (B)(6). As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported by (B)(6) that the attachment device became unusually warm. It was not reported if this event occurred during a surgical procedure. It was reported that there was no delay in a procedure due to the event. It was not reported if a spare device was available for use. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of this event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The actual device was returned for evaluation. During service and evaluation, it was observed that the device had a damaged component: bearings, and noted that the bearing in the sleeve was defective and the tool could not be inserted. It was also noted that the device failed pre-repair diagnostic tests for cutter insertion. Therefore, the reported condition was confirmed. The assignable root cause was determined to be due to strain/wear from normal use and servicing over time. If additional information should become available, a supplemental medwatch report will be submitted accordingly.